Event description:
It was reported that a large volume infusor?s ?white flow controller has come away from the tubing. The device had already been compounded with vancomycin. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned; therefore, a device analysis cannot be completed and a cause could not be determined. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.